Event description:
The device was used during a breast biopsy procedure. Reportedly, the product produced shavings. The surgeon performed a re-operation to correct the condition. The hospital has reported the patient's condition is satisfactory.